Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after preparing culture plates using one bottle columbia broth 500g, the media did not grow bacterial lines after being inoculated and incubated. No patient impact reported.

Event description:
It was reported after preparing culture plates using one bottle columbia broth 500g, the media did not grow bacterial lines after being inoculated and incubated. No patient impact reported.

Manufacturer narrative:
Investigation summary - this memo is to summarize findings on your complaint related to bottle columbia broth 500g, catalog number 294420, batch 4220587, complaint #(B)(4) for performance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solubility, solution appearance, ph, and growth performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time there have been no other complaints about this product. No returns were received. One photo was received with the complaint. The photo shows three bottles of difco columbia broth ref 294420, lot 4220587, exp. 2029-06-30. Digital text was placed above the bottle labels and reads ¿lot number purchased in 2025. Bacterial lines do not grow on this media¿. The complaint states that the media won¿t grow bacterial lines. As this is a broth medium, most bacterial growth will be confirmed by haze or turbidity in the liquid. Without specific culture information no further investigation could be conducted at this time. This complaint cannot be confirmed. Bd will continue to trend dcm complaints for this issue.